Manufacturer narrative:
The baxter technician found the drive lugs needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the drive lugs to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the envella bed CPR could not be activated. The bed was located at the account. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.